Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the permanent cautery spatula instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument had a very bad wrist rotation. After the hand washing nurse took it out, it was found that the wire of the instrument had fallen off. The procedure was completed with no reported injury.

Manufacturer narrative:
The permanent cautery spatula instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a derailed yaw cable from its normal position at the distal idler pulley causing issue reported by the customer. Yaw cable is not broken. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the derailed cable. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ovariectomize was performed at the time the issue occurred. The instrument felt stiff when trying to move left/right (yaw) motion. The instrument was not easy to turn when trying to move up/down (pitch) motion. There was a little bit of cable showing. The cable was black, and it was loose, still intact. There was no loss of cautery. There were no signs of thermal damage nor arcing during the procedure. The instrument was inspected prior to use and no issue was observed. No fragments fell inside the patient.

Event description:
Refer to h11 for follow-up information.